Event description:
It was reported that the right ventricular (rv) lead exhibited high, out of range impedances and high thresholds due to a suspected lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.